Event description:
It was reported during a myosure procedure on (B)(6) 2025, resulted in a perforation. The patient was a 61-year-old female. The patient presented with a thickened cystic endometrium and was scheduled for a hysteroscopy with d&c and possible polypectomy. A vaginoscopic approach with hydro dilation was performed using a standard diagnostic hysteroscope, fluid bag, arthroscope giving set. Fluid bag in a pressure bag 1l saline was used with arthroscope giving set. A polyp was identified and the omniscope with myosure was introduced under direct visualization. Initially, the polyp was briefly visualized but then the views become unclear. The physician attempted activation of the myosure device to improve visualization, but the view did not improve. Poor visualization followed by appearance of yellow tissue raised concern for uterine perforation. The procedure was converted to laparoscopy for further assessment. Intraoperatively, the perforation site was identified and over-sewn with 2/0 monocryl. The polyp was resected with excellent visualization. A repeat laparoscopy confirmed hemostasis. The uterine perforation was 5.5 mm. The patient was monitored overnight, remained stable and was discharged the next day. No device anomalies were identified. No sounding was performed. No ablation was conducted during the procedure.

Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.